Event description:
Customer reported that the unit is alarming despite that pressure is being applied to the sensor. No other physical damage was reported. There was no pt incident or injury reported.

Manufacturer narrative:
Eval result: eval of the returned product revealed the unit does power up. The alarm is continuous when using a known good sensor. This is due to the condition of the rj-11 pins which are lower when compared to a known good pn 8361. Additionally the rj-11 molding is damaged and the battery springs are bent. As a result unable to test the hold and delay features. Note: the instructions for use warning statement: the posey sitter select is an electronic device. It may fall to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place, so it will not be dropped or damaged. Do not use if, battery door is missing; battery door is damaged; alarm case is damage, or alarm case is cracked. (B)(4).